Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Rec'd by MFR date: 09/25/2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit would not switch to standby. A vent inop occurrence was noted in the diagnostic history. No patient involvement.